Manufacturer narrative:
Batch review performed on 11 february 2019: lot 108124: (B)(4) items manufactured and released on 08-feb-2011. No anomalies found related to the problem. To date, no other similar event has been reported.

Event description:
During the primary hip surgery, the patient's femur fractured while the surgeon was broaching, this caused an hour long delay in the case. The surgeon cabled the fracture and implanted another company's stem. The stem planned to be implanted was an amistem p, but it was never opened as the fracture occurred before.